Event description:
It was reported that the stopper was detached from the plunger with a bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the stopper was detached from the plunger.

Manufacturer narrative:
Investigation: investigation summary: customer returned (64) 3/10cc, 12.7mm, 29g syringes (1 loose, 63 in sealed poly bags) with the shelf carton from lot # 8344553. Customer states that the stopper was detached from the plunger. The loose sample was examined and exhibited a broken plunger rod tip. Thirty out of 63 samples in the sealed poly bags were also examined and no defects were observed on these samples. A review of the device history record was completed for batch# 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod tip) root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was detached from the plunger with a bd syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was detached from the plunger.